Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a week of use as it had dislodged due to extreme noncompliance. During lead revision a significant amount of tissue was found in the fixation mechanism, the physician requested a new lead. The patient underwent a surgical intervention to implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, helix partially retracted. Noted dried blood/body fluid in helix housing and tissue entwined in the helix. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. X-ray showed no conductor issues (deformity or fracture). The lead tip/helix appears intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a week of use as it had dislodged due to extreme noncompliance. During lead revision a significant amount of tissue was found in the fixation mechanism, the physician requested a new lead. The patient underwent a surgical intervention to implant a new product. No additional adverse patient effects were reported.